Event description:
It was reported that during follow-up the physician discovered short ventricle to ventricle (vv) intervals, non-sustained tachyarrhythmia (nst) episodes and peaks in the impedance trends. The physician decided to implant a new lead. This patient had previously had a previous abandoned lead through their left side so it was now not possible to implant another lead through the left side. The physician therefore implanted a new lead through the right side. No patient complications have been reported as a result of this event.

Event description:
It was reported that during follow-up the physician discovered short ventricle to ventricle (vv) intervals, non-sustained tachyarrhythmia (nst) episodes and peaks in the impedance trends. The physician decided to implant a new lead. This patient had previously had a previous abandoned lead through their left side so, it was now not possible to implant another lead through the left side. The physician therefore implanted a new lead through the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. A patient alert for right ventricular (rv) pace lead impedance greater than 3000 ohms on (B)(6) 2010 03:00:04. Weekly pace lead impedance trend data shows an abrupt increase for maximum rv pace= 928 to 9648 ohms peak between (B)(6) 2010. Oversensing was also noted. 50 ventricular non-sustained tachycardia events less than or equal to 190 ms average v-cycle between (B)(6) 2010 18:57:38 and (B)(6) 2010 10:10:38.